Event description:
During an ablation a polarxfit catheter was selected for use. During the ablation of right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv). The patient experienced a transient phrenic nerve. It is unknown if the transient phrenic nerve was resolved. The procedure was completed without further complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation a polarxfit catheter was selected for use. During the ablation of right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv). The patient experienced a transient phrenic nerve. It is unknown if the transient phrenic nerve was resolved. The procedure was completed without further complications. The device is not expected to be returned due to disposal. Furthermore, additional information revealed phrenic nerve palsy resolved immediately after deflation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.